Event description:
I got implants in (B)(6) 2016, within 6 months the following symptoms started to appear even with all test and labs have come back normal: pressure in head, dizziness, brain fog, trouble balancing, headaches, severe joint pain, pain in both breasts and armpits, lower back pain, pain in pelvis, muscle weakness, heart palpitations, chest pain, racing heart rate, ringing in ears, trouble breathing, heaviness on chest, sinus problems, dry eyes, blurry vision, burning tears, chronic fatigue yet unable to sleep, no motivation, extreme sensitivity to heat and very cold weather, weight gain (50+ lbs in 2 yrs) , heat rash under both breast and on chest, memory loss, forgetfulness, trouble concentrating, mixing up words, ibs, stomach cramps, severe bloating, bacterial vaginosis for 3 years (after treating seems to come right back a week later), lots of inflammation in face and body, dey elbows and hair, hair loss, bad anxiety / panic attacks, the feeling of I'm dying at times, lump in back of throat will not clear (possible candida), swollen throat and neck, intense heartburn, premature aging, skin sensitivity to make-up, numbness in hands, arms and legs, changes in menstrual cycle. I had none of these symptoms before my implants were put in. Drs cannot figure it why this is happening and say that I am perfectly fine. They feel it is stress related and I'm not a very easily stressed person. Very laid back and normally very active at all times. This implants have ruined my ability to live life to the fullest. I was hospitalized in (B)(6) 2018 due to heart palpitations yet they could not find anything wrong with my heart. I will be explanting my 480cc mentor memory gel smooth round ultra high profile implants in (B)(6) 2020. Have had numerous tests and labs done and all were normal. FDA safety report ID# (B)(4).